Event description:
Healthcare professional later reported the deflation was for the contralateral side. There is no complaint against this device. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6. Healthcare professional later reported that the deflation is related to the contralateral side and that there is no complaint against this device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.